Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. Device data was submitted to technical services for review. Analysis of the data confirmed the device was depleting faster than expected, and device replacement was recommended for within 90 days. A new replacement window could be provided with new data at the end of this replacement window. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was returned and analyzed.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. Device data was submitted to technical services for review. Analysis of the data confirmed the device was depleting faster than expected, and device replacement was recommended for within 90 days. A new replacement window could be provided with new data at the end of this replacement window. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker appeared to be exhibiting premature battery depletion. Device data was submitted to technical services for review. Analysis of the data confirmed the device was depleting faster than expected, and device replacement was recommended for within 90 days. A new replacement window could be provided with new data at the end of this replacement window. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.